Event description:
It was reported that the user experienced a severe high blood glucose event characterized by fatigue, dry mouth, and sluggishness, with the cause unclear and user-reported troubleshooting and education completed. Symptoms included fatigue, xerostomia, and decreased energy consistent with hyperglycemia. Outcomes included user-reported impact without hospitalization or medical intervention. Investigation included case review and assessment of user-reported troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component-specific issue, and no evidence linking the device to the event based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from the information provided. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.